Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Functional testing and visual inspection was performed and no issues were noted. The dimensions of the minicap were within specifications. A review of all batch record documents was performed with no issues noted during the manufacturing process. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was broken and leaked iodine. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 5.